Event description:
A report was received that both of the patient's ipg were failing to hold the charge and required many hours to establish a recharging status. The patient will undergo ipg replacement.

Event description:
A report was received that both of the patient's ipg were failing to hold the charge and required many hours to establish a recharging status. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-1110, serial#: (B)(4), description: precision implantable pulse generator(ipg);   model#: sc-2138-70, serial#: (B)(4), description: scs 70cm iii lead; model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event:   model#: sc-1110, serial#: (B)(4), description: precision implantable pulse generator(ipg). Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.